Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 285 mg/dl at the time of the call. The customer stated that the drive support cap is recessed. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump received with cracked end cap, cracked reservoir tube lip, scratched reservoir tube window, scratched keypad overlay and minor scratched lcd window.